Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the implant procedure, difficulty was experienced extending the helix of this lead. The lead was not implanted and was returned to boston scientific. Information received from product investigation closure indicated that the lead had a break near the terminal end. No adverse patient effects were reported.